Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized in intensive care unit due high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with the blood glucose level close to the 700 mg/dl. Customer experienced symptoms such as vomiting, delirious, sweating, severe headache, dehydrated and they could not walk. Customer was treated with insulin drip and intravenous fluid. Customer was also hospitalized 6 times for high blood glucose and low blood glucose levels. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.